Event description:
It was reported that the pt experienced 2 seconds of asystole during the vns implant procedure. The event occurred when the physician ran vns system diagnostics. The pt does not have a history of arrhythmia prior to vns. Attempts for further information are in progress.